Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr d/l powermidline midline catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any evidence of damage or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (greater than 15 seconds) hydraulic pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of redv2088 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redv2088) have been reported from the same facility.

Event description:
It was reported that the midline "leaked around site when fluid bolus was given; did not leak when power flushed with 20 cc¿s".